Event description:
In 1995 pt underwent left total hip replacement. Several years later, in 2000 x-rays revealed the stem had debonded. As a result, the left hip was revised where the femoral stem, femoral head, and acetabular liner were removed and replaced.